Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of a patient being harmed as a result of this malfunction. Investigation request sent to the manufacturer on november 22, 2013. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted.

Event description:
Info rec'd via complaint states the following: "leaks at the irrigation port. Inability to irrigate. High pressure. Plastic tip expelled from the blue protective".